Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance that was undefined and was not able to capture at the highest outputs. An x-ray was performed and showed the lead was completely through the device header and there was an area of break in the lead. There was oversensing present on the right atrial (ra) lead and it was also capturing the ventricular tissue. Both leads were inactivated and replaced. No patient complications have been reported as a result of this event.